Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the atrial lead was explanted and replaced due to no capture, high impedance, oversensing and a fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured (flexed clavicle-rib); full lead returned and analyzed.

Event description:
It was reported the atrial lead was explanted and replaced due to no capture, high impdeance, oversensing and a fracture. No patient complications were reported as a result of this event.